Event description:
The customer reported an incident where blood loss not potentially detected by blood leak detector (bld). It was noticed 3 hours into treatment that the effluent bag was blood stained, a large amount of blood was observed on the dipstick. The operator was concerned that the bld did not alarm. Additionally, the operator was concerned that the bld is not consistent as previous week there was no blood leak, but the bld detected blood. Blood loss volume not reported. Reported machine runtime was 1500(h).

Manufacturer narrative:
There was no patient injury or clinical consequences to the patient reported. The bld was calibrated with gambro technical services (gts) representative with no faults noted. Gambro renal products has received the downloaded technical machine data files and has requested additional information relating to the patient and this incident. An investigation is ongoing. A final report will be submitted upon completion of the investigation.